Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post-operatively. Device evaluation indicated that the complaint of difficultly charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital integrated circuit (ic) section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests.

Event description:
A report was received that the patient was having charging issues. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Event description:
A report was received that the patient was having charging issues. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Event description:
A report was received that the patient was having charging issues. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.